Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for spinal pain reported the connector pin broke and was stuck in the recharger. As a result the implantable neurostimulator (ins) had no charge because they were unable to charge. It was further reported the patient programmer (pp) antenna had a nick in it and they couldn't use it. No out of box failure was reported. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found the connector pins on the cable assembly were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.